Event description:
Customer reportedly received the following results on the mobile system: hi (33.3 mmol/l or higher) and 13.2 mmol/l and 20.1 mmol/l, 4.9 mmol/l, hi (33.3 mmol/l or higher), and 17.1 mmol/l. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.